Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported by the clinical support specialist (css) that "the pump was pumping without alarms; however, the staff was unable to assess the ap waveform. The pump was utilizing the fos ap waveform, and the fos sensor was zeroed (indicator green). The pressures were abnormal and varied from very high to a sometimes flat waveform with no pressure. The fos waveform appeared to have a large amount of artifacts, variable baseline. The staff disconnected the fos sensor, and autopilot then selected the central lumen transduced ap source. The waveform was normal, with clinically accurate pressures and good timing. As a result, the staff continued with the xducer ap source, and the pump was pumping without alarms or issues; the timing was appropriate. There was no report of delay in therapy. There was no report of patient complication, serious injury, or death". Additional information received stated that "the iab was removed and impella inserted".

Manufacturer narrative:
(B)(4). The reported complaint of iab ap waveform poor signal is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported by the clinical support specialist (css) that "the pump was pumping without alarms; however, the staff was unable to assess the ap waveform. The pump was utilizing the fos ap waveform, and the fos sensor was zeroed (indicator green). The pressures were abnormal and varied from very high to a sometimes flat waveform with no pressure. The fos waveform appeared to have a large amount of artifacts, variable baseline. The staff disconnected the fos sensor, and autopilot then selected the central lumen transduced ap source. The waveform was normal, with clinically accurate pressures and good timing. As a result, the staff continued with the xducer ap source, and the pump was pumping without alarms or issues; the timing was appropriate. There was no report of delay in therapy. There was no report of patient complication, serious injury, or death". Additional information received stated that "the iab was removed and impella inserted".